Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: d8, h6- health eff impact code grid, investigation - evaluation. Correction: d9, h3, h6- type of invest grid, investigation - evaluation. Investigation - evaluation : one used turbo-ject® single lumen power-injectable PICC with a competitor clear needless connector attached to the hub was returned to cook for evaluation. Upon visual inspection, the clear extension tubing of the catheter was noted to have partially separated from the hub. Measurements of the device were found to be within manufacturing tolerances. Cook has concluded that the device was manufactured to specification. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Event description:
No additional patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported by (B)(6) from hospital (B)(6) that there was a leak in the PICC line during a blood infusion. The complaint device was reported to be a turbo-ject® single lumen power-injectable PICC (rpn: upics-5.0-CT-nt-1111, lot number 13181417). The event occurred in 12nov2020 at 18:30 while the patient was on the hematology and cell therapy department. The leak occurred when the patient was receiving a ¿cgr¿ infusion. Cgr has been referenced as a unit of measurement for packed red blood cells. The leak occurred during the infusion of the first unit and occurred at the junction of the purple hub and the catheter lumen. Upon discovery of the leak, the infusion was discontinued. The physician and several anesthetists were notified. A peripheral line was unable to be placed to complete the infusion due to the difficulty in vessel access for this patient, despite multiple attempts by several providers. The device failure and inability to place a peripheral line resulted in a two hour delay before a solution was found and the blood infused. Another central line had to be placed in the intensive care unit (ICU). The patient was taken to the ICU at 20:30 for the placement of a central line. A review of the complaint history, device history record, instructions for use (IFU), and quality control was conducted during the investigation. The complaint device was not returned for evaluation. Additionally, a document based investigation evaluation was performed. A review of the device master record (dmr) found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file (dhf) found that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record (DHR) found no related nonconformances associated with this failure mode. A database search found no additional complaints associated with this device lot. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: if lumen flow is impeded, do not force injection or withdrawal of fluids. Notify attending physician immediately. The warnings in the IFU state do not power inject if maximum injection rate cannot be verified to meet limit printed on catheter hub or extension tube. The power injection procedure state. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure. Catheter maintenance: if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if microclave or other needless adapters approved for saline only lock are used, saline only catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused. Before using catheter lumen already locked with heparin, lumen should be flushed twice the indicated lumen volume using normal saline. Lumen should be flushed with normal saline between administration of different infusates. After use, lumen should be again be flushed with twice the indicated lumen volume using normal saline before reestablishing catheter lock. Strict aseptic technique must be adhered to while using and maintaining catheter. Based on the information provided, no product return, and the results of the investigation, a definitive cause for failure was not established. Cook was unable to rule out manufacturing, patient or caregiver inadvertent tension placed on the device, over tightening during the attachment of accessory (tubing) devices, tension placed on the device during adl¿s as a cause of this event. Appropriate measures have been taken to address this failure mode. A CAPA is currently open to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(6). Occupation: materiovigilence. (B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that a leak was discovered between the hub and valve of a turbo-ject® single lumen power-injectable PICC in the hematology and cell therapy department during treatment after "several uses". A PICC line was placed by radiologists in the jugular vein of the patient for blood transfusion treatment. As blood was passed through the PICC line in the user facility's hematology and cell therapy department, a leak was observed between the hub and the valve at 6:30 p.m. The "cgr [was] shutdown [and the] PICC line put in overpressure". The transfusion was then stopped and an insertion of a peripheral venous line was attempted. It was not possible to insert the peripheral line however, as adequate blood vessels were unable to be accessed after attempts by many physicians. It was then decided that another central venous line would be inserted. The patient was taken to the ICU where the device was removed and replaced at 8:30 p.m. Initial difficulty with the PICC line resulted in a two-hour delay in treatment before a solution could be found and the blood infused due to "no room for the moment" in the ICU. No other adverse effects to the patient have been reported.